Manufacturer narrative:
An event regarding periprosthetic fracture involving an accolade stem was reported. The event was confirmed by the clinician from the x-ray provided. Method and results: -product evaluation and results: not performed as the device was not returned. -medical records received and evaluation: the review of the provided medical records states the following: "rejected for medical review by the clinician today - x-ray confirms periprosthetic fracture, need primary and revision operative reports, post op x-ray of primary, need preop x-ray of periprosthetic fracture surgery." -product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. -complaint history review: there were no other events for the lot and sterile lot provided. Conclusion: the review of the provided medical records states the following: "rejected for medical review by the clinician today - x-ray confirms periprosthetic fracture, need primary and revision operative reports, post op x-ray of primary, need preop x-ray of periprosthetic fracture surgery." The exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative notes, additional serial post-operative x-rays of primary surgery and pre-op x-rays as well as follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and /or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture (possible cause or contributor for fracture not reported to the rep). An accolade ii stem, 40 +12 metal head, and 40f 0° liner were revised to an mdm/adm liner construct with competitor stem and head. Rep provided a post-revision x-ray and reported that additional x-rays, medical records, and additional information are not available.